Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related record (B)(4).

Event description:
It was reported that a skin reaction was occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. This is 1 of 2 reports of medical intervention that occurred two separate times. The parent reported that the patient experienced a skin reaction four days after sensor insertion in the arm. Prior to insertion, the site was prepped with alcohol. The patient developed itching, redness, inflammation, and swelling localized at the needle puncture site. On (B)(6) 2025, the patient developed a fever, prompting the parent to seek care at the hospital emergency department. In the emergency department (ed), the patient was assessed and discharged home with a prescription for an unspecified oral antibiotic. At the time of the report, the patient was reported to be doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.